Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. Repair info is unavailable.